Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 28mm amplatzer amulet occluder was selected for implant. During the procedure, the physician replaced the device with a 25mm occluder due to a mis-sizing. During the second attempt, a pericardial effusion was observed at the right ventricular site. The physician alleged the event was procedure related and not due to a device malfunction. He stated the access sheath was not corrected positioned within the implant site and therefore the device was deployed at the entrance of the left atrial appendage on both attempts. The patient was percutaneously drained and became stable, however the procedure was abandoned. On (B)(6) 2020, the patient suffered a hemorrhagic shock and was transferred to the intensive care unit. On (B)(6) 2020, the patient expired and it is unknown what led to the patient's death. Manufacturer report number: 2135147-2020-00068.

Manufacturer narrative:
An event of pericardial effusion, hemorrhagic shock independent of the effusion, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.